Event description:
Customer reported to beckman coulter, inc. (Bec) that quality control (qc) was erratic on several assays that were run on the immage immunochemistry system. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec investigation indicates the calibration data for this system appears acceptable, but the qc data showed the level 1 results for several chemistries were out of range high on the day of the event. Bec field service engineer (fse) found the reagent probe was generating false level sense errors. The fse replaced both the sample and reagent probes. The fse replaced both mixer paddles. The fse rebuilt the vacuum pump. The fse ran qc and did not notice any errors. Root cause is not known.